Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The last time the meter gave a blood glucose result was on (B)(6) 2016. After that, when attempting to use the meter, the meter would turn on and then shut off after a few seconds. In the morning of (B)(6) 2016, patient attempted to test her blood glucose on her meter, however the meter powered on and then shut off as the patient was attempting to test her blood glucose. At 7 am, the patient took lantus and at 8 am she took novalog. Both doses were higher than normal because the patient was taking medication based on how she felt since she was unable to obtain a blood glucose result. Patient started having chest pains, severely dehydrated, urinating constantly, and bad headaches. At 10 am, patient was taken to the hospital. At the hospital, her blood glucose was obtained on the hospital meter and result was 497 mg/dl. Patient was treated with IV fluids and 5 units of humalog. Patient was in the emergency room for 12 hours. The blood glucose monitor was requested to be returned for product evaluation.